Manufacturer narrative:
One device was received for evaluation. Functional testing found a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a cassette was attached to the pump to use it and turned on the power, but the message "please restart the pump" appeared, and an alarm sounded even when the device was muted. The alarm did not go off and the power could not be turned off. During physical inspection, it was found that there was a downstream sensor issue. There was no patient involvement.